Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because of an infection located in the scrotum for the second time with an erectile restoration device. The physician did not identify this inflatable penile prosthesis (ipp) as the cause of the infection. All components were removed and replaced with a tactra penile prosthesis. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The ams700 ipp cylinders were visually inspected, and leak tested. No damage or abnormality was noted, no leaks were identified. The ams 700 momentary squeeze (ms) pump was visually inspected, leak and functionally tested. No damage or abnormality was noted, no leaks were identified. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available and analysis results, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because of an infection located in the scrotum for the second time with an erectile restoration device. The physician did not identify this inflatable penile prosthesis (ipp) as the cause of the infection. All components were removed and replaced with a tactra penile prosthesis. There were no further patient complications.